Manufacturer narrative:
H2: additional information d9. H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with no suture or implants returned. There is biological debris on the returned device. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. H11: h2: corrected information d2: product code.

Event description:
It was reported that during a unspecified arthroscopy, the osteoraptor anchor broke. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a hip labrum repair surgery, the osteoraptor anchor broke inside the patient. The pieces were removed using tweezers. The procedure was completed placing a s+n back up device into the originally bone hole. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).